Event description:
It was reported that when using the bd pyxis¿ medbank tower, a medication withdrawal required a validation code. The customer stated that medications stored in the cabinet should not require any validation code. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the validation code to remove from the cabinet, fingerprint scanner issue. A technical support specialist (tss) reviewed myqlink and saw that item was a schedule ii medication. Cabinet settings showed validation codes were required for schedule ii-v meds. The user requested removal, so the validation code setting was disabled. The user then issued the medication without a validation prompt. A fingerprint error appeared during witness identifier, which tss resolved; the scanner worked properly afterward. The system functioned as intended after the technical support specialist troubleshot the device.